Event description:
Potential femoral loosening was reported for patient with a unicondylar knee implant. Surgery is planned to re-cement the femoral component. Poly inserts may be exchanged during the procedure.

Manufacturer narrative:
Potential femoral loosening was reported for patient with a unicondylar knee implant. Surgery is planned to re-cement the femoral component. Poly inserts may be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.